Event description:
The cylinders and pump were removed from the patient and replaced due to fluid loss--cylinders.

Manufacturer narrative:
Pump performed within specifications. Cylinder was functional. Cylinder had torn fabric and bulging.

Manufacturer narrative:
Not returned to mfg